Event description:
A medtronic representative reported an inaccuracy during a spinal fusion case. The spine frame was attached to level t8 vertebra. After doing a post-op spin, the surgeon stated that the screw on t2 was inaccurate by ~3mm. His probe was located in the lateral position of the screw ~3mm, but the system showed him as accurate with the screw. In addition, one of the screws on the post-op spin showed ~3mm longer than navigation had earlier showed. The surgeon removed the screw and replaced it with a shorter one. The surgeon finished the procedure successfully.

Manufacturer narrative:
A medtronic representative visited the site and tested the system accuracy using a sawbone model. System was accurate. It is likely that the frame to patient relationship changed during the reported event which made the registration invalid. Software is functioning as designed.

Manufacturer narrative:
No logs or archives have been recieved by the manufacturer for evaluation.